Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's left eye (os) in 2008. The lens was explanted eight months later, due to excessive vaulting. Subsequently, the pt experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. The pt had corneal edema and pain. The lens was exchanged for a shorter lens. The pt's bcva is 20/60.

Manufacturer narrative:
Secondary surgery, excessive.